Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump " it detects that location's 3/4 show IV line has been inserted but only 1 and 2 are. As well as when IV line is removed and door is shut, alarm goes off stating the IV line needs to go back in". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing , "IV line sensor is broken" was reproduced as a reload set message. A review of the event history log revealed reload set message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor was out of specification. The force sensor requires replacement to address this issue. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.